Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm one month ago. Films and the sizing worksheet were requested. The aortic neck is 3 cm long and measured 24 mm in diameter throughout its length and it had a moderate degree angulation proximally. The vessels and the neck were not calcified. It was reported that the final angiogram showed a rapid sac filling, proximal type 1 endoleak. The physician elected to implant a palmaz stent proximally to provide additional support and successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: endoleak; moderate aortic neck angulation.